Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, there was a bravo capsule that failure to attach to the patient's esophagus. Medical intervention was required to prevent injury. The device operator experienced difficulty inserting the capsule introducer and removing it during the procedure. Capsule retrieval required a bronchoscopy. Additional information was requested from the initial reporter. Should we receive additional information, a supplemental MDR will be filed.